Manufacturer narrative:
Philips service replaced flashlite high end kit and identified the need for detector replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that flat detector failure causing loss of image on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.